Event description:
It was reported the patient experienced inadequate pain control beginning on (B)(6) 2014-. The health care provider (hcp) moved the ca theter down from the 7th thoracic vertebra (t7) to the 10th thoracic vertebra (t10). The patient seemed to be doing much better and receiving the expected effective therapy. The patient was not taking any other medications. The drugs being delivered via the pump were bupivacaine and dilaudid. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4) implanted: (B)(6) 2006, product type: catheter. Product ID 8731, serial# (B)(4) implanted: (B)(6) 2006, product type: catheter. Product ID 8598a,serial# (B)(4) implanted: (B)(6) 2014, product type: catheter. Product ID 8731, serial#(B)(4) implanted: (B)(6) 2006, product type: catheter. Product ID 8731, serial# (B)(4) implanted: (B)(6) 2006, product type: catheter. Product ID 8598a, serial# (B)(4) implanted: (B)(6) 2014, product type; catheter. (B)(4).